Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch verio pro meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the alleged power issue began ¿before 10:00 a. M.¿ on (B)(6) 2014. The patient manages her diabetes with insulin (novorapid, self-adjuster; levermil, 10-12 units 2 times a day) and stated she continued with her usual dose in insulin (novorapid, 6 units) in response to the alleged issue. The patient stated, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿tired and fell asleep¿. The patient called emergency medical services (ems) and when they arrived, tested the patient¿s blood glucose and obtained a reading of ¿1 mmol/l¿. The patient stated she received ¿infusion therapy¿ from ems. At the time of troubleshooting, the csr documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/14/2014).the patient¿s meter has been returned on 6/26/2014 and evaluated by lifescan product analysis on 7/2/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination. In addition, a secondary issue was noted when the battery was found to be missing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.